Manufacturer narrative:
No product sample was received. No testing or visual inspection could be performed, as no product was made available for evaluation. Without the defective unit, we couldn't carry out the failure investigation. The device history record review couldn't be performed because no lot number or serial number was provided. No root cause could be determined. Model number and PMA/510k are unknown. No product information has been provided to date. Operator of device is unknown.

Event description:
It was reported that the pump exhibited a no disposable clamp tubing alarm. No further details provided. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.